Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("continuous pain in lower abdomen") in a 45 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: medical history, allergies denied. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria hospitalisation and intervention required) and genital haemorrhage ("excessive blood loss /extreme blood loss persisted"). Essure was removed in (B)(6) 2015. An unknown time later she experienced headache ("severe headache") and arthralgia ("joint pain"). The patient was hospitalised from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (essure removal on (B)(6) 2015). At the time of the report, the genital haemorrhage had resolved with sequelae. The outcomes for headache and arthralgia were unknown. The reporter considered abdominal pain lower, arthralgia, genital haemorrhage and headache to be related to essure administration. The reporter commented: essure stop date was not especifed, she just reported hospitalization from (B)(6) 2015 for essure removal by removing the fallopian tubes. She states she did no use essure before and the adverse event was not treated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("continuous pain in lower abdomen") in a 45 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: medical history, allergies denied. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced abdominal pain lower (seriousness criteria hospitalisation and intervention required) and genital haemorrhage ("excessive blood loss /extreme blood loss persisted"). Essure was removed in (B)(6) 2015. An unknown time later she experienced headache ("severe headache") and arthralgia ("joint pain"). The patient was hospitalised from (B)(6) 2015 to (B)(6) 2015. The patient was treated with essure removal on (B)(6) 2015. At the time of the report, the genital haemorrhage had resolved with sequelae. The outcomes for headache and arthralgia were unknown. The reporter considered abdominal pain lower, arthralgia, genital haemorrhage and headache to be related to essure administration. The reporter commented: essure stop date was not especifed, she just reported hospitalization from 29 until (B)(6) 2015 for essure removal by removing the fallopian tubes. She states she did no use essure before and the adverse event was not treated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: physician's reporter, previous event medical device removal was removed and transferred the information to non-drug treatment received and non-drug treatment notes on event abdominal pain lower, indication added, essure start date updated from (B)(6) 2014 to (B)(6) 2014, new events joint pain, headache, genital bleeding,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.